Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, a warning about high left ventricular (lv) lead impedance was raised. The right ventricular (rv) coil continuity had increased sharply as well, without reaching 3000 ohms. The same observations were made on (B)(6) 2018 and (B)(6) 2018 (high rv coil continuity, but still below 3000 ohms and warning about high lv lead impedance). On (B)(6) 2018, a warning about high rv coil continuity (above 3000 ohms) was raised, stating that the defibrillation system was potentially ineffective. Preliminary analysis showed that the intermittently high rv coil continuity and lv lead impedance most probably result from an issue at the rv coil connection/connector level (lead connection issue or ICD issue). Following recommendations sent on 19 march 2018, a re-intervention was performed on (B)(6)2018. The ICD was replaced and the (non-sorin) rv lead was explanted. The explanted ICD should be returned for analysis.

Event description:
Reportedly, on (B)(6) 2018, a warning about high left ventricular (lv) lead impedance was raised. The right ventricular (rv) coil continuity had increased sharply as well, without reaching 3000 ohms. The same observations were made on (B)(6) 2018 (high rv coil continuity, but still below 3000 ohms and warning about high lv lead impedance). On (B)(6) 2018, a warning about high rv coil continuity (above 3000 ohms) was raised, stating that the defibrillation system was potentially ineffective. Preliminary analysis showed that the intermittently high rv coil continuity and lv lead impedance most probably result from an issue at the rv coil connection/connector level (lead connection issue or ICD issue). Following recommendations sent on (B)(6) 2018, a re-intervention was performed on (B)(6) 2018. The ICD was replaced and the (non-sorin) rv lead was explanted. The explanted ICD should be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned ICD revealed an intermittent irregular electrical contact inside the connector port, which explains the reported issue.

Manufacturer narrative:
The initial reporter was corrected.

Event description:
Reportedly, on (B)(6)2018, a warning about high left ventricular (lv) lead impedance was raised. The right ventricular (rv) coil continuity had increased sharply as well, without reaching 3000 ohms. The same observations were made on (B)(6) 2018 (high rv coil continuity, but still below 3000 ohms and warning about high lv lead impedance). On (B)(6) 2018, a warning about high rv coil continuity (above 3000 ohms) was raised, stating that the defibrillation system was potentially ineffective. Preliminary analysis showed that the intermittently high rv coil continuity and lv lead impedance most probably result from an issue at the rv coil connection/connector level (lead connection issue or ICD issue). Following recommendations sent on (B)(6) 2018, a re-intervention was performed on (B)(6) 2018. The ICD was replaced and the (non-sorin) rv lead was explanted. The explanted ICD should be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2018, a warning about high left ventricular (lv) lead impedance was raised. The right ventricular (rv) coil continuity had increased sharply as well, without reaching 3000 ohms. The same observations were made on (B)(6) 2018 and (B)(6) 2018 (high rv coil continuity, but still below 3000 ohms and warning about high lv lead impedance). On (B)(6) 2018, a warning about high rv coil continuity (above 3000 ohms) was raised, stating that the defibrillation system was potentially ineffective. Preliminary analysis showed that the intermittently high rv coil continuity and lv lead impedance most probably result from an issue at the rv coil connection/connector level (lead connection issue or ICD issue). Following recommendations sent on 19 march 2018, a re-intervention was performed on (B)(6) 2018. The ICD was replaced and the (non-sorin) rv lead was explanted. The explanted ICD should be returned for analysis.

Manufacturer narrative:
The patient reported falling down approximately one month before the (B)(6) 2018 follow-up. The exact date is unknown.

Event description:
Reportedly, on (B)(6) 2018, a warning about high left ventricular (lv) lead impedance was raised. The right ventricular (rv) coil continuity had increased sharply as well, without reaching 3000 ohms. The same observations were made on (B)(6) 2018 (high rv coil continuity, but still below 3000 ohms and warning about high lv lead impedance). On (B)(6) 2018, a warning about high rv coil continuity (above 3000 ohms) was raised, stating that the defibrillation system was potentially ineffective. Preliminary analysis showed that the intermittently high rv coil continuity and lv lead impedance most probably result from an issue at the rv coil connection/connector level (lead connection issue or ICD issue). Following recommendations sent on (B)(6) 2018, a re-intervention was performed on (B)(6) 2018. The ICD was replaced and the (non-sorin) rv lead was explanted. The explanted ICD should be returned for analysis.